Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided, as a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : kne-persona-bearings-unk; kne-persona-tibial trays-unk. Report source: foreign : (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03403, 0001822565-2021-03405. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial knee arthroplasty approximately 6 years ago. Subsequently, one month later the patient attended an outpatient clinic for a check-up and removal of the sutures. At that time, since 3 days post-op, patient was experiencing increasing pain and wound leakage. He was immediately admitted and wound cultures were taken. Started with antibiotics in v.v. Knee has been rinsed twice already in operating room. In consultation with medical microbiologist adjusted antibiotics policy according to results of cultures.